Event description:
It was reported that after a device replacement in 2008, noise was seen on the sense/pace portion of the rv lead during sensing, during atp therapy, and after hv therapy. In early 2009 the lv sense/pace lead was placed in the rv port to stop the noise and the defib portion of the lead continues to function.

Manufacturer narrative:
No medwatch form was received.